Event description:
An ophthalmologist in france reported that a patient presented with corneal abscess at the emergency department of a hospital. Pseudomonas was identified and medical treatment prescribed. No other information is available.

Manufacturer narrative:
No product was returned for evaluation and no lot number information was provided. Based on available information, no root cause can be determined and no conclusion can be drawn.